Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Tibial bearing insert was opened, inside the sterile container, the scrub nurse identified free black particles inside. The surgeon inspected the container and some of the black particles came out of the container once disturbed. Items that came in contact were removed and replaced. The tibial bearing insert was not used, another one was opened and supplied.

Manufacturer narrative:
An event regarding foreign matter inside the device packaging involving a triathlon tibial insert was reported. The event was confirmed. Method and results: -device evaluation and results: the device was returned within its opened unit carton pack. The outer blister n2vac foil lid was opened on three sides; the inner blister lid was not returned. The material analysis report concluded that debris was observed on the container of the insert. Eds showed the debris was consistent with a polymer, the decontamination process and biological material. No material or manufacturing defects were observed on the surfaces examined. Subsequent ftir characterisation of the foreign matter on the packaging material proved inconclusive due to background noise from the packaging material. -medical records received and evaluation: not performed as the reported component was not implanted and replacement product was immediately available. -device history review indicated that the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review confirmed that there were no similar events for the reported lot. Conclusions: the material analysis indicated the observed debris was consistent with a polymer, the decontamination process and biological material. As the device was returned with its packaging opened, it cannot be determined when the foreign matter had entered the packaging. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Tibial bearing insert was opened, inside the sterile container, the scrub nurse identified free black particles inside. The surgeon inspected the container and some of the black particles came out of the container once disturbed. Items that came in contact were removed and replaced. The tibial bearing insert was not used, another one was opened and supplied.